Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip/jaws were peeling apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. Slight evidence of charred material was observed on the heater wire. The heater wire was observed to the detached from the tip of the hot jaw but remained attached at the base. A microscopic inspection was conducted. There were no visual defects observed on the silicon insulation. The silicon insulation was observed to be intact. Based on the return condition of the device and the results of the investigation, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip/jaws were peeling apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.